Event description:
It was reported that a spinal cord stimulator (scs) trial was taken out on (B)(6). Since the device was removed something happened to the patient. ¿she was out of it.¿ they said it was a stroke but the initial reporter, the patient¿s daughter, did not know. The patient had also been in a lot of severe pain and had been trying to deal with it with medication. It was unknown if it was her usual pain returning or if it was a new pain after the external neurostimulator (ens) was removed. The pain had increased after the ens was removed and the initial reporter did not know if the stimulator caused it. Now the pain was everywhere. It was later reported that the patient was still in pain. The patient was seeing a doctor for the pain and was on muscle relaxers. It was noted that the patient already had a lot of back pain before the trial started; therefore even if the trial had worked the patient did not feel the relief in the legs. A manufacturing representative (rep) and doctor tried everything they could before the trail device was taken out.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4).